Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser is turning off during surgery. The procedure was completed by turning the laser on repeat mode. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system was able to confirm and replicate the reported event. The company service representative found that the footswitch side-switches were programmed to ¿ready/standby with hold¿. The company service representative disabled that feature. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer using the ¿ready/standby with hold¿ mode on the sides-witches. The manufacturer internal reference number is: (B)(4).